Event description:
The autopulse platform (sn (B)(6)) was attempted to be used on a patient in cardiac arrest. When the autopulse platform was powered on, it initialized and displayed user advisory 45 (not at "home" position after power-on/restart), followed by the prompt: "pull up lifeband and press restart." Despite multiple attempts by the crew to restart the platform, the ua45 persisted. This issue rendered the autopulse platform unusable for the event. The patient's status information was requested, but the customer did not provide a response. Back at the station on the next day, the customer tested the autopulse platform with a mannequin, but the ua45 persisted.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displaying user advisory 45 (not at "home" position after power-on/restart) upon powering up was confirmed in the platform's archive data and during functional testing. The prompt follows this advisory message: "pull up lifeband and press restart", as also mentioned by the customer. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. The archive data review indicated multiple ua45 advisory messages on and around the reported event date, confirming the customer's reported complaint. User advisory is usually a clearable error message, designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform failed initial functional testing due to a ua45 advisory message displayed upon powering up, confirming the reported complaint. The platform's driveshaft was rotated to "home" position to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with (B)(6).